Event description:
Related manufacturer reference number: 2017865-2022-03210. It was reported that a patient presented remotely via merlin.net. The patient's right ventricular (rv) lead had high pacing impedance and a high capture threshold causing intermittent capture and the patient's right atrial (ra) lead had loss of capture. A chest x-ray revealed that the rv lead was fractured and the ra lead was dislodged. On 1 feb 2021, the ra and rv lead were capped and replaced. The patient was stable throughout procedure.